Manufacturer narrative:
Sc-1110-02/(B)(4): the device was explanted due to an infection. The source of the infection was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Lead - sc-2366-70/(B)(4): visual inspection revealed that lead was cut approximately 51 cm from tip of proximal end. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Lead - sc-2366-70/(B)(4): visual inspection revealed that lead was cut approximately 44 cm from tip of proximal end. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing warm flashes and pain in area of the ipg and the lead scar. The patient¿s entire system was explanted due to the infection and the patient was placed on antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient was experiencing warm flashes and pain in area of the ipg and the lead scar. The patient¿s entire system was explanted due to the infection and the patient was placed on antibiotics.